Event description:
Customer reported comparing blood glucose readings of "old" aviva system and "new" aviva system. Reported having "tested both meters at the same time and from the same blood pool". Results were 116 mg/dl and 278 mg/dl on "old" aviva system, 144 mg/dl and 279 mg/dl on "new" aviva system no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).